Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device vr944, mpccmje0 number, and no non-conformance's were identified. Device evaluation summary: the actual needle was received for evaluation. A suture needle was identified as product code vr944. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The needle could not be passed through the tissue since the needle tip was dull. Additional information was not provided. There were no adverse consequences to the patient. Upon evaluation of the returned device, a fracture was observed at the tip of the needle.